Manufacturer narrative:
Investigation pending.

Event description:
Fhc-202 false negative hcg results, (B)(6) weeks pregnant, confirmed with ultrasound. False negative results. In particular, on (B)(6) and subsequently on (B)(6), were performed pregnancy tests, in total n degrees 7 tests on pregnant women in the (B)(6) week of pregnancy, also assessed with ultrasound examination, and in all cases the product in question was negative.